Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. A gradual increase was noted in the shock impedance measurements. Additional information was received indicating that the patient has been scheduled for a lead extraction. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that a revision procedure was performed wherein this rv lead was explanted and successfully replaced. The lead was intact upon visual inspection. The explanted lead is currently within hospital¿s possession. No additional adverse patient effects were reported. This lead was out of service.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.